Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2026 at approximately 3:30 pm, the patient experienced a signal loss from the cgm. At the same time, the patient reported symptoms of dizziness, blurred vision, and mental fogginess, prompting her to seek evaluation at an urgent care clinic. At the urgent care clinic, a healthcare professional performed a fingerstick (fs) blood glucose test, which resulted in a glucose reading of 341 mg/dl. At that time, the cgm continued to display a signal loss message. Due to the elevated glucose level and ongoing symptoms, the patient was advised to seek further evaluation at the emergency department (ed). While in the ed, a nurse performed an additional fingerstick test, which indicated the patient's glucose level was nearly 400 mg/dl. The patient was admitted to the hospital for further monitoring and treatment. During hospitalization, the patient was treated with 50 cc of IV magnesium and two 1,000 cc bags of normal saline (sodium chloride). The patient was unable to recall any glucose values obtained by healthcare professionals following treatment. The patient was discharged home on (B)(6) 2026, following a hospitalization of more than 24 hours. At the time of the report, the patient stated that she was doing well and reported no ongoing symptoms. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.